Event description:
Had surgery for hernia in which surgical mesh was used. Continued to have moderate to severe pain well after surgery. My doctor said a small percentage of people will have this type of pain. More than a year later, I'm still having moderate to severe pain. Today, I read the article from the us FDA warning consumers about a counterfeit surgical mesh that made its way into hospitals sold under the c.r. Bard/davol brand name. One of the side effects included pain. I don't know if this type of mesh was used in my surgery but I thought it best to report this incident as the FDA suggested.